Event description:
As reported to coloplast, though not verified: the patient presented with stress urinary incontinence associated with urethrocele. An aris was implanted in (B)(6) 2018. In 2019 the patient complains of gluteal and hip pain/burning resulting in difficulty walking/ sitting and an increase in irritable urinary symptoms. An evaluation reveals left pudendal neuropathic pain. Infiltrations are recommended, which the patient refuses. Radical removal of the sling was carried out in (B)(6) 2022, and the patient's pain was significantly improved.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.